Event description:
Device 1 of 4. Reference MFR. Report: 1627487-2013-13652, 1627487-2013-13653, and 1627487-2013-13654. The patient has two anchors from the same lot and two leads from different lot numbers. It was reported the patient's scs system was explanted due to an infection. The infection was located at the cervical lead site and the ipg pocket site. The patient was treated with antibiotics. Follow-up indicated the patient had a postoperative visit with the physician and no further issues were reported.

Manufacturer narrative:
This ipg serial number was include in a field advisory. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.